Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Date of submission (B)(6)2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: during investigation, the pump failed to power on. The pump was opened and moisture damage was found on the printed circuit board. There was no power to pump due to moisture damage. The pump case was cracked between the keypad and case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.